Manufacturer narrative:
Additional information was added in b.2., b.3., b.5., b.6. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information stated that worsening of visual field (mean deviation greater than or equal to 2.5 decibels (db) or more confirmed by 2 repeat measurements).

Event description:
A healthcare professional reported via study that after the implantation of the microstent, malposition of the microstent was noticed and it was noted to be mild. The stent was repositioned.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at investigation site for evaluation for the report of patient with microstent malposition and repositioning; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).